Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Event description:
It was reported during the implant procedure that the helix mechanism was defective. Noise was also measured on the analyzer. The lead was not implanted. No patient complications have been reported as a result of this event.